Event description:
Can barely walk [gail disturbance], pain (knee)/knee hurt [arthralgia], swelling (knee) [joint swelling]. Case description: spontaneous report was received on (B)(6), 2012 from a consumer regarding a (B)(6) female pt, (B)(6). The medical history of the pt was significant for previous use of synvisc in the last three to four years and diabetes. On an unspecified date in (B)(6) 2012, the pt initiated treatment with synvisc (hylan g f 20) injection, 2 ml, in both knees. The synvisc lot number was not provided. It was reported that after first injection, the pt's "left knee hurt but it was mostly the right". On (B)(6) 2012, the pt received second injection of synvisc and experienced "pain of 9.8" and the right was more severe than left. The pt could barely walk and had to be assisted to the bathroom. The pt also experienced swelling and received treatment with steroids. The action taken with synvisc was not provided. The outcome for the events of "pain (knee)/knee hurt", swelling and "can barely walk" was not provided. Relevant concomitant medications reported include plavix and aspirin. The intensity for all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4), 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specifications conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.